Event description:
It was reported that on (B)(6) 2010, the patient underwent stenting in the left main coronary artery with the 3.0x23 xience v stent and in the left circumflex artery with the 3.0x28 xience v stent. On (B)(6) 2011, the patient experienced chest pain and dyspnea. The patient was diagnosed with pneumonia. The patient was found to have elevated troponin and was diagnosed with a non st elevation myocardial infarction (mi). On (B)(6) 2011, the patient had a coronary angiogram and was found to have in-stent restenosis in both index xience stents. One 3.5x23 xience v stent was implanted to cover all areas of the restenosis. The patient's condition improved. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, re-stenosis, and mi, are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 3.0 x 28 mm xience v referenced is being reported under a separate medwatch report number.